Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the pump emitted a cs 006 call service alarm three times in thirty days. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1 date of submission 09/27/2016-device evaluation: the pump was returned and evaluated by product analysis on 08/30/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed cs 06 call service alarms. During testing, the pump was powered on and immediately emitted a cs 06 call service alarm. Further testing revealed a failure of the eeprom. Unrelated to the complaint, the battery compartment was observed to be cracked in two places.